Event description:
It was reported that the patient with this implantable pacemaker experienced an uncomfortable pacing sensation. This pacemaker was explanted and a new pacemaker with a different model was successfully implanted. The pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomaly. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomaly. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this implantable pacemaker experienced an uncomfortable pacing sensation. This pacemaker was explanted and a new pacemaker with a different model was successfully implanted. The pacemaker was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker experienced an uncomfortable pacing sensation. This pacemaker was explanted, and a new pacemaker with a different model was successfully implanted. No additional adverse patient effects were reported.